Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp) via a clinical study, regarding a female patient receiving intrathecal fentanyl and clonidine both at 25mcg/ml at 50.046mcg/day and bupivacaine 1.9mg/ml at 3.8035mg/day via an implantable infusion pump. The indication for use of the device was for malignant pain. It was reported that on (B)(6) 2015, the patient had a headache and nausea six days post pump implant. The patient was administered fioricet, increase in caffeine and fluid intake, and intravenous fluids were given on (B)(6) 2015. The event was noted as mild. A blood patch was performed on (B)(6) 2015, and the event was noted as ongoing. It was later reported that the diagnosis was a cerebrospinal fluid (csf) leak. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.

Event description:
Additional information later received reported that the outcome was resolved without sequelae (B)(6) 2015.